Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection. A revision was performed and the pacemaker along with the right ventricular (rv) lead and ra lead were explanted. Additional information indicated that the patient had a pocket revision due to thrombocytopenia and the ra lead was noted to be dislodged during the procedure. Subsequently, the infection was noted by the physician after the lead and pocket revision was performed. A temporary pacemaker was then placed since the patient had a complete heart block (chb). Furthermore, the patient was brought back to the hospital for the new device placement and the temporary pacer was removed. No additional adverse patient effects were reported. The ra lead was returned for analysis.

Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection found that the terminal pin showed signs of mechanical damage from tools, along with surface degradation in the form of pitting. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection. A revision was performed and the pacemaker along with the right ventricular (rv) lead and ra lead were explanted. Additional information indicated that the patient had a pocket revision due to thrombocytopenia and the ra lead was noted to be dislodged during the procedure. Subsequently, the infection was noted by the physician after the lead and pocket revision was performed. A temporary pacemaker was then placed since the patient had a complete heart block (chb). Furthermore, the patient was brought back to the hospital for the new device placement and the temporary pacer was removed. No additional adverse patient effects were reported. The ra lead was returned for analysis.